Event description:
It was reported that the user experienced a hypoglycemic episode after eating more than usual in small amounts, which led to gradual glucose rise followed by a rapid drop when insulin delivery occurred. No device malfunction was reported, and the device component relevant to the event was the user interface, with a potential usage issue noted. Symptoms included hypoglycemia. Outcomes included an event with unclear overall impact based on available information. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage-related issue associated with the user interface, with an improper or incorrect procedure or method referenced. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.

Manufacturer narrative:
(B)(4).